Event description:
It was reported that they needed to do a system controller exchange for a damaged black power lead. There were no issues during this exchanged. When placing the backup battery, after setting the time and date, the battery still read as 'replace backup battery.' The center reseated the battery and reset the time and date but the issue persisted. The center exchanged the internal battery with another and the issue resolved. They would like a warranty replacement for the out of box failure emergency backup battery (ebb).

Manufacturer narrative:
A4 - patient weight not provided. D4 - the primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.